Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt would undergo a revision due to a seroma at the incision site that required draining. The physician made an incision and drained the pocket site. The lead site was examined and no seroma was found there. The pt was reportedly doing fine.